Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1998, the pt underwent a primary right l5-s1 spinal root decompression. In 1999, the pt presented with right leg pain which was severe in intensity. An MRI was performed which was negative for a disc herniation but revealed epidural fibrosis. The outcome of the event is unknown, as the pt was lost to follow-up 3 months later. The investigator classified this event as unrelated to adcon-l. The investigator noted "epidural fibrosis" as a possible explanation for the event.